Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t5d705. Investigation summary the analysis results showed that one gst60d reload (a) was received fully fired with the pan detached from the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: could you please clarify the following: "the first time, the metal protector is released"? R./ when the clips are fired, the metal is released under the refill and does not allow the blade to move. Do you refer to the cap that retains the staples? Or do you refer to the metal piece below the cartridge? R. The metal piece below the cartridge.

Event description:
It was reported that during a sleeve gastrectomy, when using the gst60d reload on the first activation, the metal piece below the cartridge was released under the refill and did not allow the blade to move. In the second attempt, the recharge did not staple or cut. Surgery was delayed 10 minutes, but was successfully completed with a different device. No fragments were generated and there were no patient consequences.